Event description:
It was reported during a femoral nailing procedure using the ex lateral entry femoral nail recon, the driving cap broke off the insertion handle after several uses of the back slap hammer. Upon repeated back-slap attempts, the insertion handle was removed, and the extraction bolt was applied. The nail was then removed without further incident, and the surgery was completed. The surgery was delayed by 15 minutes due to the event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A product development evaluation was completed: the relevant drawing for the instrument was reviewed and is determined to be suitable for the design and related dimensional conformity. The driving cap show heavy use during its nine year lifespan. The device was received in a two separate pieces. The handle adapter has one of the legs broken off and the other leg is bent in a lateral direction. The driving cap body has extensive hammer marks on the head and shaft. The shaft also has numerous scratches and a few discolorations on its length. Per the technique guide, the driving cap is designed to insert intramedullary nails and not to remove them. The driving cap broke when attempting to remove a nail. This complaint is confirmed, but it is not the result of a design deficiency. This complaint conditions are a result of instrument age, heavy usage, and method of use, not the device's design. The instrument is used for inserting im nails and not for removing them. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review as conducted with the following results. The review of the device history record (DHR) for driving cap with handle part# 03.010.47, lot number 4771283 showed mrr number 53470 written for: 9.8/10.2 dimension out of specification. Go gage turned less than four turns on 1 out of 13 inspected handle adapters. (B)(4) parts failed after 44 parts were screened and sorted as documented on comments section. Go gage ((B)(4)) to go does not go on (B)(4) out of (B)(4) inspected handle adapters. (B)(4) parts failed after (B)(4) parts were screened and sorted as documented on comments section. Etch found not to be uniform on (B)(4) out of (B)(4) inspected driving caps. Nicks were present on 9 out of (B)(4) inspected driving cap with handle; 138.5/139.5 found to be 135.90 on (B)(4) out of (B)(4) inspected driving caps; (B)(4)gage does not go on 3 out of (B)(4) inspected driving caps; (B)(4) does not go in (B)(4) out of (B)(4) inspected driving caps. The disposition was to ship the driving cap with handle back to the supplier for rework and reinspect those 100%. The causality of the mrr nonconformance to the complaint condition cannot be determined until the return of the manufactured product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.